Manufacturer narrative:
No patient was present when this event occurred. This issue occurred outside the operating room, during planning prior to surgery.

Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Surgeon monitor unexpectedly does not work during navigation. Replacing the monitor resolved the issue. On (B)(6) 2015 a medtronic representative, following-up at the site, reported that sometimes the navigation system monitor would stop working during surgery and the surgeon could not use navigation. Issue was resolved with monitor replacement. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site physician reported that, while in a procedure, the navigation system monitor unexpectedly switched off. No further details regarding the behavior, or when in the procedure it occurred, were provided. No details regarding the type of procedure being performed, or the patient outcome, were provided by the physician.